Event description:
It was reported that the device had an unspecified accuracy issue. There was no patient involvement.

Manufacturer narrative:
The customer¿s complaint of an unspecified accuracy issue was not confirmed during a review of the logs or during testing. Results from a review of the pump module event log identified the last infusion of an unknown infusion programmed at 1:23:54 pm on 5 april 2020 and was then channeled off at 1:26:14 pm. A timed rate accuracy test performed on the returned pump module s/n (B)(4) found the device in good working condition and delivering fluid within specification. The device had no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.